Event description:
Opened the balt coil package and took the hoop out then removed the coil. The tip of the coil was hanging out of the sheath and when team attempted to pull the coil back in to the sheath it broke. Manufacturer notified. No harm- defect occurred prior to using on patient. (B)(4).